Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the plastic orange sleeve and tip cover accessory allegedly broke off into the patient and the items was retrieved. However, at this time, it is unknown how the items were retrieved.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the orange sleeve cracked on the monopolar curved scissors instrument. A piece of the plastic piece and tip had fallen into the patient. The items were retrieved without any harm to the patient. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however no further information could be provided.